Manufacturer narrative:
Getinge became aware of an issue with spring arm of the powerled surgical light. It was indicated that an oil-like substance was dripping from the spring arm, as a result of perceived to dust cover movement. There was no injury reported, however, we decided to report the issue in abundance of caution as any such droplets falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet the manufacturers specification as although no technical malfunction has been found, the situation which occurred was not in accordance to device specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that there is no apparent trend in the complaints. In the investigation course the product experts at the manufacturing site established that during the assembly of the spring arms the supplier applies a creamed grease, which is turning into a liquid only above 135°c. So, the dripping liquid observed cannot come from the spring arm itself but finds its origin elsewhere. The first cause is considered most likely to be a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at the manufacturing site, the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. To prevent such situation from occurrence, the customer should follow the cleaning and disinfection procedure described in the user manual. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) getinge became aware of an issue with powerled surgical light. As it was stated, the oil was leaking from the spring arm due to dust cover movement. There was no injury reported, however, we decided to report the issue in abundance of caution as any oil droplets falling off into sterile field or during procedure may lead to contamination.